Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device not returned.

Event description:
The customer complained of discrepant inr results with coaguchek xs (B)(4). At 11:15 am, the customer tested by fingerstick on the meter and the result was 3.6 inr. At 11:19 am, the customer tested by fingerstick on the meter and the result was 2.2 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer has no hematocrit issues, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medications, no diet changes, no additional illnesses and no bleeding or bruising. There was no adverse event. The customer returned the meter only for investigation. The returned meter was tested with retention strips and controls. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.